Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Six clips were jammed in the distal end of the channel. The channel cover was damaged. The condition of the instrument precludes a functional evaluation. The instrument was disassembled and damage to the ratchet system was observed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the rachet component damage may occur when an attempt is made to fire the instrument with the ratchet system engaged and forcing the handles open prior to completing the firing cycle resulting in double indexing of the clips or misloading of the clip. The root cause of the observed damage was due to the product not being used as indicated which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic surgery, the first clip did not fire and the subsequent clips just backed up at the tip of the clip applier. Another device was used to complete the case. There was no patient injury.